Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that an overdischarge was suspected (od). The recharger would not charge the stimulator, starting 5-6 days prior to the report. The reposition antenna screen was seen on the recharger. The poor communication screen was seen on the programmer during the report, despite the patient initially stating she could adjust stimulation. Communication problems were noted. The patient last felt simulation the week prior and had last charged the month prior. The patient stated it lasted a long time and normally charged 30 minutes every day. It worked the week prior and washalf charged last week. The patient¿s feet were also killing her. The patient was seen by her physician, who confirmed an od. The cause was unknown. The physician confirmed a return of symptoms. A company representative was also present and performed a tricklecharge after they were unable to communicate with the device. The patient was still charging the device. On 2015-mar-09, the patient indicated that the issues had resolved after receiving the assistance. However, it was later reported that the device was explanted and replaced on 2015-mar-25. They did not know the history or reasons why the battery stopped working. Interrogation failed and the product issue was not resolved and the cause was not determined. They were unable to get 100% trustworthy answers from the patient, but they suspected the patient had let the battery die too many times. The patient was alive with no injury at the time of this report, and a manufacturing representative (rep) gave the patient 8 programs to supply her with options on pain coverage for her feet.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2014 and the battery was charged to 3.695 volts. On (B)(6) 2013 the battery had depleted to the "lock" mode (<(><<)>(><(><<)><(><<)>)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. (B)(4).